Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer¿s other blood glucose level was 519 mg/dl. Customer treated with manual injection and with bolus for high blood glucose level. Customer's current blood glucose level was 389 mg/dl. The insulin was exited at the time of quick review. Customer did the self-test and it was passed. Customer did not alleged that the insulin pump was under delivering. Customer wishes to perform high pressure test but as there was no clamp available they did not performed it. The troubleshooting was completed as per report. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.